Event description:
Patient was implanted with titanium cannulated trochanteric fixation nail construct on an unknown date. Patient was presented with a broken nail. Patient was returned to the or on (B)(6) 2013 for revision surgery. The surgeon removed all hardware. Reportedly the helical blade and screw were intact. The surgeon replaced the tfn construct with competitors bipolar hip device. The procedure was completed successfully.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot number was reported as 6574061; the lot number (6574061) cannot be confirmed as a synthes lot number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.